Event description:
Device was used during a right lower lobectomy. Reportedly, the staples did not form properly and bleeding occurred. The surgeon applied another device to complete the procedure. The hospital has reported no pt injury occurred.